Manufacturer narrative:
(B)(4).

Event description:
It was reported to nuvectra that the patient experienced overstimulation and exhibited motor response issues including clamping down of the hands, shakiness, and twitching. Troubleshooting of the stimulator was performed with no success. Subsequently, the stimulator was explanted and replaced. The patient is doing well.